Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. A base hardware failure (failed value of 24.0) was observed in the vent history log (ehl). This error was not reproduced during testing. The investigator was unable to determine the cause of this intermittent error. There was no physical or any other damage to the interconnect board. The investigator attributed the product problem to a supplier issue. This was established as the root cause.

Event description:
Information was received indicating that a smiths medical medfusion pump needed main printed circuit board (pcb) replacement. No adverse effects were reported.